Event description:
Reportedly, valve implanted after debridding of annulus. Tee showed severe mitral insufficiency with failure of leaflets to coapt. Examination of valve showed tethering of leaflets.

Manufacturer narrative:
Device not returned.